Event description:
It was reported, the patient felt no stimulation sensation. The patient felt the leads might not be connected to the appropriate nerves. The patient had an implanted neurostimulator to treat headache pain. The patient was suffering from headaches and pain around her eye following eye surgery. The patient remained at home in serious condition. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).